Manufacturer narrative:
This report is submitted january 18, 2018, (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site. Additional information has been requested but has not been made available as of the date of this report, january 18, 2018.